Event description:
The user facility reported while supporting a patient implanted with an impella cp, the automated impella controller (aic) intermittently made a "whirring and grinding" noise that appeared to be coming from the purge cassette. The aic was replacement, and there were no adverse effects to the patient. Additional information received noted the day prior the aic had fallen and hit the ground while in use. The console was exchanged and the "grinding and whirring" sound continued. Then a cassette changed was completed. Both the aic and purge cassette will be returned for evaluation and analysis.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. D9 device return date added. H3 has been updated to device eval completed. H6 type of investigation code 10 added.